Event description:
The customer reported that during a nephrectomy, after some time of sealing, the jaws would not reopen after the pt tissue had been sealed and cut. The surgeon was able to force the jaws open by using both hands. There was no pt harm. Upon receipt of the device for eval at covidien, a preliminary investigation found that the knife blade was protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow up report will be submitted.